Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-1440) on 10-feb-2014. The most recent information was received on 11-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the implants migrated/implants migrated"), genital haemorrhage ("heavy bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth ((B)(6) 2004 and (B)(6) 2008), miscarriage, blood pressure high, knee operation in (B)(6) 2011, knee operation in (B)(6) 2012 and knee operation in (B)(6) 2015. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced coital bleeding ("bleeding after sex"), abdominal pain lower ("lower stomach pain"), headache ("headaches"), the first episode of weight increased ("weight gain") and dizziness ("dizziness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), menorrhagia ("heavier periods/periods were horrible"), abdominal distension ("bloated"), pain ("ton of pain/severe and persistent all over body pain"), alopecia ("hair is falling out/hair loss"), dyspareunia ("could not have intercourse/painful intercourse"), tooth disorder ("dental problems"), migraine ("migraines"), the second episode of weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("lots of severe persistent pain in my abdomen"), fibromyalgia ("fibromyalgia"), adnexa uteri pain ("sharp pain in ovary area"), complication of device removal ("complications from your essure removal procedure"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("didn¿t took birth control or contraception at any time following essure placement procedure"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, rheumatoid arthritis, coital bleeding, abdominal pain lower, headache, menorrhagia, dizziness, abdominal distension, pain, alopecia, dyspareunia, tooth disorder, migraine, the last episode of weight increased, fatigue, abdominal pain, fibromyalgia, adnexa uteri pain, complication of device removal and mental disorder had not resolved and the treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, complication of device removal, device dislocation, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, mental disorder, migraine, pain, rheumatoid arthritis, tooth disorder, treatment noncompliance and the second episode of weight increased,pain lower, coital bleeding, dizziness, headache and the first episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). In (B)(6) 2008, she underwent essure confirmation test. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events added-could not have intercourse/painful intercourse, dental problems, migraines, severe and persistent pain/pain, weight gain, fatigue, the implants migrated/implants migrated, heavy bleeding, lots of severe persistent pain in my abdomen, rheumatoid arthritis, fibromyalgia, sharp pain in ovary area, complications from your essure removal procedure and essure caused or aggravated any psychiatric and/or psychological condition and didn¿t took birth control or contraception at any time following essure placement procedure. Historical condition and lab data added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1440) on 10-feb-2014. The most recent information was received on 04-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the implants migrated/implants migrated') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "didn¿t took birth control or contraception at any time following essure placement procedure". The patient's medical history included knee operation in (B)(6) 2015, knee operation in (B)(6) 2012, knee operation in (B)(6) 2011, multigravida, live birth(B)(6) 2004 and (B)(6) 2008, miscarriage and blood pressure high. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced coital bleeding ("bleeding after sex"), abdominal pain lower ("lower stomach pain"), headache ("headaches") and dizziness ("dizziness") and was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), rheumatoid arthritis (seriousness criterion medically significant), menorrhagia ("heavier periods/periods were horrible"), abdominal distension ("bloated"), pain ("ton of pain/severe and persistent all over body pain"), alopecia ("hair is falling out/hair loss"), dyspareunia ("could not have intercourse/painful intercourse"), tooth loss ("dental problems , my tooth are falling aprt"), migraine ("migraines"), fatigue ("fatigue"), abdominal pain ("lots of severe persistent pain in my abdomen"), fibromyalgia ("fibromyalgia"), adnexa uteri pain ("sharp pain in ovary area"), complication of device removal ("complications from your essure removal procedure"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), hypertension ("high blood pressure"), anxiety ("anxiety"), depression ("depression") and gingival disorder ("my gums are missed up tool") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with essure removal / tlh with bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, rheumatoid arthritis, coital bleeding, abdominal pain lower, headache, menorrhagia, dizziness, abdominal distension, pain, alopecia, dyspareunia, tooth loss, migraine, the last episode of weight increased, fatigue, abdominal pain, fibromyalgia, adnexa uteri pain, complication of device removal and mental disorder had not resolved and the hypertension, anxiety, depression and gingival disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, coital bleeding, complication of device removal, depression, device dislocation, dizziness, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, gingival disorder, headache, hypertension, menorrhagia, mental disorder, migraine, pain, rheumatoid arthritis, tooth loss, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient did not sought treatment for heavy bleeding, painful intercourse, weight gain, fatigue, and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.8 kg/sqm. In (B)(6) 2008, she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 10-feb-2014. The most recent information was received on 20-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the implants migrated/implants migrated"), genital haemorrhage ("heavy bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth ((B)(6) 2004 and (B)(6) 2008), miscarriage, blood pressure high, knee operation in (B)(6) 2011, knee operation in (B)(6) 2012 and knee operation in (B)(6) 2015. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced coital bleeding ("bleeding after sex"), abdominal pain lower ("lower stomach pain"), headache ("headaches"), the first episode of weight increased ("weight gain") and dizziness ("dizziness"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), menorrhagia ("heavier periods/periods were horrible"), abdominal distension ("bloated"), pain ("ton of pain/severe and persistent all over body pain"), alopecia ("hair is falling out/hair loss"), dyspareunia ("could not have intercourse/painful intercourse"), tooth disorder ("dental problems"), migraine ("migraines"), the second episode of weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("lots of severe persistent pain in my abdomen"), fibromyalgia ("fibromyalgia"), the first episode of adnexa uteri pain ("sharp pain in ovary area"), complication of device removal ("complications from your essure removal procedure"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), treatment noncompliance ("didn¿t took birth control or contraception at any time following essure placement procedure"), hypertension ("high blood pressure"), anxiety ("anxiety"), depression ("depression") and the second episode of adnexa uteri pain ("ovary areas-sharp pain"). The patient was treated with surgery (hysterectomy with essure removal / tlh with bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, rheumatoid arthritis, coital bleeding, abdominal pain lower, headache, menorrhagia, dizziness, abdominal distension, pain, alopecia, dyspareunia, tooth disorder, migraine, the last episode of weight increased, fatigue, abdominal pain, fibromyalgia, complication of device removal and mental disorder had not resolved and the treatment noncompliance, hypertension, anxiety, depression and the last episode of adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, coital bleeding, complication of device removal, depression, device dislocation, dizziness, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypertension, menorrhagia, mental disorder, migraine, pain, rheumatoid arthritis, tooth disorder, treatment noncompliance, the first episode of adnexa uteri pain, the first episode of weight increased, the second episode of adnexa uteri pain and the second episode of weight increased to be related to essure. The reporter commented: patient did not sought treatment for heavy bleeding, painful intercourse, weight gain, fatigue, and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.8 kg/sqm. In (B)(6) 2008, she underwent essure confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - pelvic pain,dyspareunia,menorrhagia " . Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "high blood pressure, anxiety, depression, ovary areas-sharp pain",reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1440) on 10-feb-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the implants migrated/implants migrated'), genital haemorrhage ('heavy bleeding') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "didn¿t took birth control or contraception at any time following essure placement procedure". The patient's medical history included knee operation in (B)(6)2015, knee operation in (B)(6)2012, knee operation in (B)(6)2011, multigravida, live birth (B)(6)2004 and (B)(6)2008), miscarriage and blood pressure high. In (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced coital bleeding ("bleeding after sex"), abdominal pain lower ("lower stomach pain"), headache ("headaches") and dizziness ("dizziness") and was found to have the first episode of weight increased ("weight gain"). In (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage, rheumatoid arthritis (seriousness criterion medically significant), menorrhagia ("heavier periods/periods were horrible"), abdominal distension ("bloated"), pain ("ton of pain/severe and persistent all over body pain"), alopecia ("hair is falling out/hair loss"), dyspareunia ("could not have intercourse/painful intercourse"), tooth loss ("dental problems , my tooth are falling aprt"), migraine ("migraines"), fatigue ("fatigue"), abdominal pain ("lots of severe persistent pain in my abdomen"), fibromyalgia ("fibromyalgia"), the first episode of adnexa uteri pain ("sharp pain in ovary area"), complication of device removal ("complications from your essure removal procedure"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), hypertension ("high blood pressure"), anxiety ("anxiety"), depression ("depression"), the second episode of adnexa uteri pain ("ovary areas-sharp pain") and gingival disorder ("my gums are missed up tool") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with essure removal / tlh with bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, genital haemorrhage, rheumatoid arthritis, coital bleeding, abdominal pain lower, headache, menorrhagia, dizziness, abdominal distension, pain, alopecia, dyspareunia, tooth loss, migraine, the last episode of weight increased, fatigue, abdominal pain, fibromyalgia, complication of device removal and mental disorder had not resolved and the hypertension, anxiety, depression, the last episode of adnexa uteri pain and gingival disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, coital bleeding, complication of device removal, depression, device dislocation, dizziness, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, gingival disorder, headache, hypertension, menorrhagia, mental disorder, migraine, pain, rheumatoid arthritis, tooth loss, the first episode of adnexa uteri pain, the first episode of weight increased, the second episode of adnexa uteri pain and the second episode of weight increased to be related to essure. The reporter commented: patient did not sought treatment for heavy bleeding, painful intercourse, weight gain, fatigue, and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.8 kg/sqm. In (B)(6)2008, she underwent essure confirmation test. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media documents reviewed, new reporter and dental problems updated to "my tooth are falling apart" and "my gums are missed up tool added." Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.